Event description:
It was reported that left orif was performed in 2002. Radiographs in 11/2002 indicate two cannulate screw components had fractured. Add'l surgery to secure fracture of femur performed in 2002. Distal portion of screws were not removed from the femoral head. Nail was repositioned and two new screws were placed in the femoral head. In addition, nail was locked distally.